Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information about the complaint. The customer did not know on which date the alleged issue occurred. No further information is available. Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test and found with the camera instrument adapter not rotating properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The distal over-molded section of cable assembly in the middle one-third of the endoscope cable was found delaminated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the physician was not able to convert orientation of 30-degree endoscope. No known impact or patient consequence was reported.